Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's cartridge was leaking insulin. The customer's blood glucose was 600 mg/dl, which was addressed with a bolus and manual injections. The customer loaded a new cartridge onto the pump successfully. Reportedly, the leaking cartridge was being used after expiration, as the labeled use by date was 04/2016.